Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. Additionally, it was reported that an occlusion alarm occurred. A cartridge change was performed resolving the occlusion. Customer's blood glucose level was in 136-152 mg/dl range.